Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/26/2017 with the following findings: multiple loss of prime warnings eaw 162 observed in the blackbox associated with a cartridge change. Rewind, load cartridge and prime steps performed successfully with no alarms. Force calibration passed at 220. The pump was exercised for 24 hours with no loss of primes occurring. Battery compartment cracked from case seal traveling to grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.